Event description:
Related to MFR report # 2183959-2012-00529. It was reported the patient was implanted with a monarc sling system on (B)(6) 2010 to treat pelvic organ prolapse. The patient underwent revision surgery and was implanted with a competitor mesh system on (B)(6) 2011. The patient experienced vaginal pressure and pain, vaginal bleeding, and/or dyspareunia, vaginal scarring, continued incontinence and recurrence of organ prolapse.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.